Manufacturer narrative:
The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00301. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00234. The MDR follow-up #1 was submitted with the incorrect manufacturer report number 9710602-2017-00301. This MDR follow-up #2 is being submitted with the correct number 9710602-2017-00234.

Manufacturer narrative:
No report of patient involvement. Unique device identifier -(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator engine and acb (anesthesia control board) were replaced to resolve the reported issue.

Event description:
The hospital reported that, upon turning the unit on, backup ventilation was displayed. There was no reported patient involvement.